Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 330mg/dl and a correction bolus was delivered to address the bg level. Reportedly, the contact delivered a 5 unit test bolus, while the customer was disconnected from the pump, and no occlusion alarm occurred. The contact reconnected the infusion tubing to the same infusion site and delivered a .5 unit bolus without an additional occlusion alarm occurred. The contact declined troubleshooting with tandem technical support to determine a possible cause of the occlusion and no additional information regarding this event was provided.